Event description:
Subject pacemaker has been implanted for 4 months. During follow-up of (B)(6) 2012, the "time to eri" (elective replacement indicator) displayed by the programmer was 4 years 1 month. Considering programmed parameters, customer thinks time to eri should be longer. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.